Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the ins doesn¿t hold a charge as well as it did when it was implanted. The patient reported that they have to charge approximately 5 hours at a time every three days. It was noted that the impedances were checked and found to be normal. The patient planned to have the ins replaced with a newer model. No further complications are anticipated.